Manufacturer narrative:
No known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to perform an inspection of the external and internal components. The inspection found no visible evidence of biofilm or any other contaminants in the tanks. Photos were taken and provided to sorin group (B)(4). The internal tubing, connectors and overspill bottles have been replaced and a calibration and functional checks were performed. The facility is reporting that this unit (B)(4) is now clean. The customer has stated that they are currently performing daily water changes and weekly disinfection according to the current IFU. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Loaner required before cust. Can return.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to inspect the contaminated device. The inspection of the inner and outer parts of the heater-cooler device revealed no obvious evidence of biofilm. The unit underwent an on-site internal tubing replacement in (B)(6) 2016. The customer provided a table with test results which show that the unit intermittently tested positive for contamination following the internal tubing replacement. Additionally, the customer stated that they do not use hydrogen peroxide (as outlined in the instructions for use) when performing a disinfection cycle, and the unit is routinely moved between operation rooms. Based on this information, cross contamination between units is very likely. Livanova (B)(4) concluded that the users have not followed the cleaning and disinfection instructions according to the instructions for use (IFU). As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.